Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited muscle stimulation. The device mode was changed and the lead remains implanted. Subsequently, guidant received information that this device was returned for analysis. There were no reported allegations or complains against the device.